Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer mentioned that they will not be returning the defective unit for evaluation. Therefore, root cause could not be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the lap top 2200 ventilator unit experienced hi peep (positive end-expiratory pressure), low peep repeatedly, then the unit stopped and restarted. The reporter confirmed that there is no patient involvement associated on this event.